Event description:
The respiratory therapist was standing next to the ventilator when it shut down. For approximately 8 to 10 seconds the patient was not ventilated. The machine spontaneously resumed functioning at the end of that time. The ventilator was changed out by the rt department. There was no harm to the patient noted. Note: the clinical engineering department at this facility notified the manufacturer's representitive regarding this incident. The representative replaced the cpu board. The equipment was last serviced by the clinical engineering department which was the due date for routine semi-annual maintenance when the machine had a total of 4335 running hours. At that time the next scheduled service was due at 1000 service hours or 6 months later, which ever came first. Since being brought online, this ventilator has had six work orders generated including the present one. These included work orders for software changes. None of the work orders indicated a particular serious problem.